Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 238mg/dl at the time of incident. The customer stated that they reported the issue before and was sent a battery cap but the blank display issue was not resolved. The call was dropped and troubleshooting was not finished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range.

Event description:
Aware date is changed to (B)(4) 2017 for svn (B)(4).

Manufacturer narrative:
The supplemental report also mentioned that there was an incorrect aware date in the initial report. However, that information is incorrect as the initial report does have the correct aware date.